Manufacturer narrative:
The tandem t:slim pump user guide indicates that the humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience multiple high blood glucose occurrences. The customer blood glucose levels were reported as 350 mg/dl and as high as 500 mg/dl. The customer administered a correction bolus and insulin pen to address bg. Reportedly, the customer used humalog and had changed out the cartridge every 3 days.